Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had delivered inappropriate atp (antitachycardia pacing) therapy during a svt (supraventricular tachycardia). Review of the egm showed the atp was successful in slowing the rhythm, but the svt persisted. Programming changes were made. The patient will continue to be followed normally.